Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number dyavac060 showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the battery is shutting off at 98%.